Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had a broken belt that occurred 4 weeks prior. No out of box failure was reported. The patient had difficulty charging as the ins on their left side was angled/crooked since implant, and they sometimes couldn't even locate the ins. Adhesive discs were ordered for the patient. No patient symptoms were reported. It was noted the patient had planned on going back to a non-rechargeable device for the next battery replacement. The patient had told their managing healthcare provider about the crooked ins and had asked them to straighten it, but they never did.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the ins was still tilted in the pocket and that it still took 2-3 days to charge. The patient would charge for so long that the ins would heat up and the patient has to stop charging for awhile to let it cool down. The patient was going to continue trying to charge the ins and if they were unable to get it charged they were going to schedule an appointment with their hcp/rep to discuss getting it replaced with a primary cell battery. It was noted that the patient had lost some weight (unrelated to device/therapy). It was also noted that because the ins charge was low they were unable to check MRI eligibility while in the hospital (unrelated to device/therapy). It was also noted that their was nothing wrong with the equipment, and that the issue was with the initial implanting because they had not implanted the ins in the right position. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they could barely feel stimulation and the last time they successfully charged was a couple of months ago due to an unrelated medical issue. It was reviewed that the patient was likely in overdischarge and would need to be jumpstarted. The consumer stated that the patient had rsd and when she was in pain she couldn't think straight and this had been going on for years since before the implant. The consumer noted the implant was helping the pain a little and the patient took a lot of medication as well. It was mentioned that the patient had fallen twice in the last week. The consumer explained that they have had nothing but trouble with the left implant and the healthcare professional put it in wrong, it was implanted at an angle. The patient had issues getting coupling bars on the left side and could barely get more than two bars. It was noted that the left implant took days to charge up while the right implant could charge up in 5-6 hours. The indication for use was spinal pain.